Event description:
Pump declared altitude alarm 21. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Caller was able to resume insulin with original cartridge after receiving tips from technical support on preventing altitude alarms, and no cartridge replacement was needed.